Event description:
It was reported difficult deflation was encountered during post dilatation of a stent in the internal carotid artery. The partially deflated balloon was successfully removed through the introducer sheath. Stent dilatation was successfully achieved with this unit. The patient's condition is good. The device has been received, evaluated and retained by this MFR. The engineering evaluation indicated the hub of the balloon was cracked. Follow up revealed that this balloon catheter was used in a non indicated procedure, internal carotid artery stent dilatation. Follow up also revealed this balloon catheter was inflated wtihout the benefit of a pressure gauge. Co believes these factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state under balloon catheter preparation: "percutaneous transluminal angioplasty with the use of the schneider pta catheter is indicated in, but may not be limited to the narrowings of the following vessels: lower limb, pelvic, renal, dialysis shunt, in cases where surgery is contraindicated or as an adjunct or alternative to surgery. Any other use than those indicated is not recommended... A thorough evaluation of all equipment is imperative prior to use of any catheter or component. Test inflation/deflation of the dilatation balloon, thorough evacuation of air from all systems and a thorough inspection of all connections for leakage is vital immediately prior to use... Aspirate until the balloon is completely deflated. Maintain a vacuum in the balloon until air bubbles no longer appear in the syringe. This vacuum should be maintained for approximately 15 to 20 seconds.